Event description:
Sparking at the connector caught the dr's lab coat on fire. The dr put the fire out with his hand and this caused a small burn on his thumb. The burn was minor but made it uncomfortable for him during that day when he was performing surgeries.